Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA 584165. Event deemed reportable to FDA.

Manufacturer narrative:
(B)(6). Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during the pre-delivery inspection, the cardiosave intra-aortic balloon pump (iabp) had a gas leak when a new cylinder (2000 psi or more) was installed and the valve of the cylinder was opened. The customer also reported when removing the cylinder, the yoke screw became very hard. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during the pre-delivery inspection, the cardiosave intra-aortic balloon pump (iabp) had a gas leak when a new cylinder (2000 psi or more) was installed and the valve of the cylinder was opened. The customer also reported when removing the cylinder, the yoke screw became very hard. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
***After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a classification of "other", making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.